Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. The device was successfully implanted. The patient was released from the hospital and the following night the patient expired from a massive mi. There was an autopsy performed and per the autopsy reported, there were no issues with the stent graft. There were no endoleaks, rupturing or bleeding coming from the stent graft. The event was not related to the device.

Manufacturer narrative:
(B)(4). Results: death, mi.